Manufacturer narrative:
Unit received with blank display and constant vibrating, problem isolated to electronic assemblies. No beeping noted. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with scratched case, cracked keypad overlay, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack along the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.